Event description:
It was reported that the tip of the catheter was found sheared upon removal from the patient. There were no clinical consequences reported to the patient.

Manufacturer narrative:
Expiration date - added, device evaluated by mfg - updated , summary attached - updated, manufacturing date - added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found the distal end of the microcatheter was broken and the broken piece was not returned. During functional testing, the microcatheter was flushed and when a when a patency mandrel was advanced, friction was experienced at the distal end. Based on the information available and investigation results, it is probable that the microcatheter was damaged during use, thus limiting the performance of the device during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
It was reported that the tip of the catheter was found sheared upon removal from the patient. There were no clinical consequences reported to the patient.